Event description:
Add'l info rec'd from rptr 1/3/01: the port and the silastic portion of the catheter that had completely disconnected from the reservoir are in rptr possession at present time.

Event description:
Pt was well aware that something was serious wrong when oncologist nurse attempted to take a blood draw through port and pt was experiencing severe pain when the nurse attempted to inject in this area. Dr gave pt a prescription to have an x-ray taken immediately. What was extremely alarming, was pt called primary physician's office and had to insist several times (primary physician was on vacation) for them to give pt a referral for an x-ray, whereby allowing pt to have an x-ray taken. Oncologist's office called the following afternoon at 3:10 pm and asked pt what the x-ray had shown. Pt had to inform office that they had as of yet not been able to get the referral signed. Dr's office then called primary physician's partner and had him fax the referral to hosp. At 4:28 pm the same day, pt also received a call from dr's secretary, who is breast cancer surgeon - informing pt that primary physician called their office to schedule the removal of porta catheter. The next day at 10:30 am oncologist called pt at home and informed pt they were in extreme danger and would be requiring to e hospitalized immediately. Dr told pt to stay by the phone and he would be calling primary physician's partner and attempt to find a specialist, because he determined that cancer surgeon would be unable to perform the surgery. Dr said that he would have primary physician call back as soon as the arrangements were made. Primary physician's other partner called pt at 12:30pm and informed pt that he made arrangements for emergency admittance to the hosp. Dr also spoke to pt's spouse and informed them that pt was in danger of a possible heart attack or stroke and that pt should be extremely careful and not exert. Immediately upon entering hosp room a heart monitor was placed and a few mins later a portable x-ray machine was rolled into room and another set of x-rays was then taken. Approximately 3:30 pm, heart specialist and partner of heart surgeon spoke to pt's spouse and pt. Heart specialist stated that he examined pt and viewed x-rays, and had made a medical determination. What up to now had been psychologically stressful, now turned into a case of severe emotional and mental anguish. Heart specialist stood above pt's bed, and gave pt's spouse and pt an account of what may transpire when attempting to retrieve the defective catheter. As pt laid in hosp bed with a heart monitor to chest, heart specialist explained in extreme detail that there was a good possibility that they would be going in through the chest and breaking open the rib cage and that he preferred to wait until the next day when the hosp would be fully staffed, since this procedure had never been done by him. Pt was informed by the head nurse, that they would be taken to surgery, first thing in the morning at 6:00 am. What added to anguish, was that pt was still waiting for the surgery the next day at 11:00 am, and no one wanted to take the initiative and do the surgery. The reason that was given was that the heart surgeon had emergencies to take care of that morning. What was never explained to pt was why heart specialist was not doing the operation and that heart surgeon took his place. Pt's spouse had to force the issue by telling the head nurse if they were not going to do this surgery, to please let them know and that pt would make the necessary arrangement to move to another hosp. Within a half hr pt was moved out of their room and was prepared for surgery. The following day pt was once again taken to surgery, in order to have the remaining part (port) removed by another surgeon. Since the surgery, pt now has numbness in finger tips, and pt is also experiencing extreme difficulty sleeping. Pt has also lost some circulation in right arm. As stated above, pt is experiencing shooting pains in chest, as well as shortness of breath during normal daily activities, as well as during stair climbing. Pt does know what abilities were before the port incident and that they are now extremely different. The severe anxiety, mental anguish, as well as the psychological stress that pt has had to endure over the last several months, no one should have had to endure. The fact that pt has just undergone breast cancer surgery as well as chemo and radiation therapy and now pt will not be able to have another port, whereby saving the veins in one good arm. Heart surgeon on staff at hosp removed the plastic tube from pt's heart by going through a vein in leg. The following day pt was once again taken to surgery, in order to have the remaining part that the above plastic broke off from, made of metal and rubber, by surgeon's partner. This part was where it should have been, which was on pt's chest on right side, just under the skin.